Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The arrow buttons on the insulin pump did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Weak battery alarm and low reservoir alarm anomalies were not verified due to unresponsive buttons. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported when the act button on the insulin pump was pressed it wiped out everything on the screen. Customer was attempting to bolus for a snack and found a display anomaly. Customer's blood glucose was 321 mg/dl. Customer's mother was unaware if the device was dropped or bumped. Customer was advised to revert to back up plan. No further information reported.